Event description:
Upon removing the product from the box, the seal of the internal packaging was found to be partially opened, therefore compromising the sterility of the device. There was no damage to the product (which was not removed) or the outer packaging. The product was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date. Additional info will be submitted within 30 days of receipt.